Manufacturer narrative:
The investigation has determined that reproducible, discordant, (B)(6) vitros (B)(6) igm results were obtained from a single patient sample using two different vitros (B)(6) igm reagent lot on two different vitros 5600 integrated systems. The definitive assignable cause could not be determined. Based on available historical quality control results, a vitros (B)(6) igm performance issue is not a likely contributor to the event. Vitros tropi es precision testing performed on the vitros 5600 integrated system (j1) was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. No precision testing was performed on vitros 5600 integrated system (j2), but as both instruments independently produced discordant (B)(6) results, an instrument issue is unlikely to be the cause of this issue. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Furthermore, the presence of an unknown sample interferent or method to method difference cannot be completely ruled out as the cause of the discordant reactive results the definitive assignable cause is unknown.

Event description:
The customer obtained unexpected (B)(6) vitros (B)(6) igm results from a single patient sample using two different vitros (B)(6) igm reagent lots run on two different vitros 5600 integrated systems. The (B)(6) vitros (B)(6) igm results were considered to be unexpected based on a (B)(6) igm result obtained from an alternate sample collected from the same patient that was tested on a non-vitros roche system. (B)(6), vitros (B)(6) igm reagent lot 4580. Vitros (B)(6) igm result of 1.58 s/c vs. An expected negative result. (B)(6), vitros (B)(6) igm reagent lot 4638. Vitros (B)(6) igm result of 1.77 s/c vs. An expected negative result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected (B)(6) vitros (B)(6) igm result were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).